Manufacturer narrative:
B.7. Other relevant history, including preexisting medical conditions: asked but unavailable d.10. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleaks. Additionally, the IFU notes that the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, patients with ruptured aneurysms. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a ruptured abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that the patient presented to the hospital on (B)(6) 2023, after a fall. A CT was performed and a distal type I endoleak was observed on the contralateral leg component placed on the patient's left side. It is reportedly suspected that lack of distal seal zone in the patient's left common iliac artery contributed to the endoleak event. On (B)(6) 2023, a reintervention was performed to treat the distal type I endoleak. An additional contralateral leg component was used to extend the left side. The reintervention was deemed successful. There were no further reported issues. The patient tolerated the procedure.